Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery when hitting in, about half of the implant broke into many pieces. The rest of broken screw was left in patient. Update 22-dec-2020: the broken part of screw has not been removed from patient, because it would have been necessary to drill it out. But the broken screw doesn¿t fulfill its function. The other broken pieces of the screw were all flushed out. Initially it was planned a transfix technique, which fixes from the lateral side. Due to the breakage it was changed to fix it through the anteromedial portal, which has an effect on the tearing forces. An ar-4030c-08 was used to finish the surgery successfully. A second surgery was not necessary.